Manufacturer narrative:
The marathon catheter will not be returned for evaluation; therefore, product analysis cannot be performed. Based on review of customer-provided device image, there is evidence of marathon catheter break. The device was not returned; therefore, the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a marathon catheter with a broken tip. The patient was being treated for an arteriovenous malformation. Vessel tortuosity was normal. It was reported that after the package was open it was discovered that the tip of the marathon microcatheter was damaged. The surgeon replaced with another microcatheter of the same model and completed the operation successfully. As the issue was noted prior to use, the patient did not sustain any harm or injury.